Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for reasons unspecified, and returned to boston scientific for analysis. No adverse patient effects were reported in this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Initial laboratory analysis of this device discovered that it exhibited a shorter than expected elective replacement indicator (eri) to end of life (eol) interval. This event will be updated as additional information becomes available.